Manufacturer narrative:
The root cause for the reported intra-operative extravasation and death post implant day two (2) could not be definitively confirmed with the information available. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. As such, the event determination, related patient harms and patient disposition could not be independently assessed, however the physician stated that the cause of death was due to gut ischemia. Based on the description of the event, an afx2 bifurcated stent graft and suprarenal stent graft extension were used to treat an aortoiliac occlusive disease (aiod), which is outside the indications for use. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: brand name.

Event description:
Additional information: the patient expired on (B)(6) 2018 and the surgeon stated that the cause of death was due to gut ischemia.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2018, the patient was initially treated with afx for aortoiliac occlusive disease which is out side the indications for use. During the initial procedure extravasation was observed from the aorta, post dilation. A decision was made to implant an aortic cuff extension which successfully resolved the intra-operative bleed. The final angiogram indicated good results and the procedure concluded. On post op day 1 the patient was diagnosed with ischemic colitis and reported in critical condition. Further information received indicated the patient expired however, the date of death and official cause of death were not initially reported.